Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.6, reference: 2.8, mean: 3.20, confidence limits: 1.9-4.6. Inratio: 3.1, reference: 3.0, mean: 3.05, confidence limits: 1.8-4.2. A 3.4 inr was excluded from comparison test since customer noticed that water got onto unit. This may have interfered with coagulation test and is considered an invalid inr result. Data analysis revealed inrs reported by and user has met accurate criteria. The results has met accurate criteria. The results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab.